Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 15. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, which resolved the issue without further recurrence. Customer was advised to continue using the pump and to contact technical support if the malfunction reappears.